Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable drug infusion pump indicated for non-malignant pain. The pump contained fentanyl with an unknown concentration at a dose of 1.79 mcg/day and dilaudid with an unknown concentration and dose. It was reported the patient stated her insurance changed and prior to that change, the health care provider (hcp) did management and follow-up of the pump. The patient stated she was on medicaid, and her hcp was approved to fill her pump. The patient stated when she goes to the hcp he would only do refills and not maintenance. The patient stated there were legal issues, so the hcp wouldn¿t do more even though medicaid would approve what was needed. The patient stated 3 weeks ago ((B)(6) 2017), the medicaid wasn¿t going to cover the cost of the pump refill, and the hcp held the medication ¿hostage so to speak.¿ then medicaid finally approved the pump refill costs, and the hcp refilled the patient¿s pump a week and a half past the refill date. The patient stated she experienced withdrawals (¿couldn¿t speak, couldn¿t walk, it was scary¿), migraine headaches, and the patients pain returned. The patient stated since refill they have gradually been getting worse and worse, and then finally went to the emergency room (ER). The patient stated last night ((B)(6) 2017), she went to the ER because her hcp told her to go. The patient stated the ER doctor said the patient looked like she was going through withdrawals. The patient stated she was worried about what happened if she couldn¿t find an hcp to address what was going on. The patient was going to follow-up with her hcp. The drugs reported to be related to the event included the old drug (dilaudid) and the current one (fentanyl). No further patient complications were reported.